Event description:
It was reported that after attaching a new freestyle libre 3 plus sensor and completing warmup, the sensor indicated it was in use by another device because it had been started with the abbott app rather than with the ilet app, and the user was advised to apply a new sensor, remove the abbott app, and start the replacement sensor in the ilet app, reflecting an interoperability issue and improper procedure with no applicable device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the sensor and apps due to use of an incorrect setup method. It was concluded, based on previously established findings for similar reports, that the cause was traced to user initiation of the sensor on a non-ilet application leading to expected lockout behavior until a new sensor was started through the ilet app.